Event description:
It was reported that a user experienced leaking around the cartridge during supply changes, requiring multiple cartridge replacements and guided troubleshooting. Symptoms included no reported clinical effects or alerts. Outcomes included no reported impact to health or therapy beyond the supply interruption. Investigation included remote troubleshooting and user education on proper supply change technique. Investigation of this case revealed leakage at the cartridge interface consistent with a suspected component or connection issue, resolved after additional cartridge replacements and retraining. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique with a possible contributory cartridge defect.